Event description:
(B)(4) clinical study. It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented with angina and a 2.25 x 20 mm promus element plus stent was implanted in left anterior descending artery (lad). In (B)(6) 2014, the patient presented due to angina pectoris and was hospitalized on the same day. On the following day, coronary angiography was performed and revealed 70% isr of previously placed 2.25 x 20 mm promus element stent in distal lad. The lesion was treated with balloon angioplasty and placement of a 2.25 x 14 mm non-bsc stent, resulting in 0% residual stenosis. However, there was a disruption of proximal lad noted which was further treated with placement of a 2.25 x 12 mm promus premier stent and balloon angioplast. Following dilatation, residual stenosis was 0%. The event was then considered as resolved. One day post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).